Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. Additionally, the reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported medication required, was a result of case specific circumstances as more heparin was administered as treatment to the reported thrombosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus requiring medication. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation grade 4. The patient was heparinized to act of 300s throughout the procedure. While inserting the first clip, a thrombus was noticed on the clip. The clip was removed with the thrombus on the clip. Additional heparin was administered and the procedure continued. A second clip was advanced and had a successful grasp, reducing mr to 1+. However, the gradient increased to 12mmhg. The physician decided to reposition the clip to achieve an acceptable gradient level. Two attempts were made but the gradient level was still 10mmhg. The clip was removed, and gradient returned to baseline 2-3mmhg. A third clip was advanced and had a successful grasp, but gradient increased to 10mmhg. Clip was removed, and gradient returned to baseline 2-3mmhg. Procedure was aborted. Mr grade remained 4.